Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 540 mg/dl. The customer reported other blood glucose level were 408 mg/dl, 300 mg/dl, 400 mg/dl, 408 mg/dl, 542 mg/dl, 490 mg/dl and 540 mg/dl. Customer report they did not allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as ketones, nausea and vomiting. Customer performed high pressure test and test was passed. The customer was treated with insulin drip, manual injection and aspirin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.